Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that resistance was encountered upon advancing the coil through the catheter. A 6mm x 20cm interlock¿ was used to treat the target lesion located in the moderately tortuous portal vein. During introduction, a non bsc catheter was advanced to the target site and coil embolization was then started. Continuous flushing was performed. Upon advancing the coil through the non bsc catheter, severe resistance was encountered near the hub. The coil and the catheter were removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the coil was missing and the number of fiber bundles was below the assigned specification.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. A coil and rotating hemostatic valve were returned. The pusher wire and the interlocking arm of the coil was not returned. The coil was stretched and kinked. The coil zap tip shape and surface was smooth. The dimensions were found to be in specification. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: interlock fibered idc gives instructions on how to prevent friction from occurring during the procedure by recommending the use of a micro catheter with an inner diameter of 0.021in. (B)(4).